Event description:
It was reported via repair work order that the power inlet and foot left siderail were missing. It was also reported that the bed would not calibrate. It was further reported that the brakes may not have functioned electronically as the bed had an error message of brake potentiometer overrange. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.